Event description:
It was reported that the patient connector of the minicap transfer set had a loose connection to a kendall clinton plastic adapter flush during peritoneal dialysis therapy. The nurse stated that there is about a one-sixteenth (1/16) inch gap from the plastic adaptor to the edge of the transfer set when the connection is fully made. The nurse noted that the connection feels complete, but the facility feels this is not a secure seal. There was no report of a leak associated with these transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The actual sample was not received: however, a companion sample was received and evaluated. A visual inspection was performed with the naked eye and with a microscope with no issues noted. Leak testing, clear passage testing, clamp function testing, torque engagement testing, and integrity of seal surface testing were performed with no issues noted. The device was attached by hand to an adapter and found no issues. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.